Event description:
Related manufacturer reference number: 2017865-2022-06826 related manufacturer reference number: 2017865-2022-06827 related manufacturer reference number: 2017865-2022-06828 it was reported a patient presented with an infection. The system was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was stable.